Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a first revision left total knee arthroplasty on (B)(6) 2017, and then experienced second revision surgical procedure on (B)(6) 2017 approximately 3 months after first revision implant. No images were provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device and investigation clinical codes.